Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: the device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Lot: the lot number was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00003 and 3008114965-2023-00004. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to treat a middle cerebral artery stenosis, an EU 4.5x28mm stent 12 mm dw tip (enc452812, 7002191) was planned to be delivered to the lesion position through a prowler select plus microcatheter (606s255x, lot unknown). The physician encountered a lot of resistance when delivering the stent into the microcatheter (mc). The doctor retracted the microcatheter and stent and observed the microcatheter shape. There was no crease on the microcatheter. Then, the microcatheter and stent were pushed into the guide catheter again. There was still a lot of resistance during process of delivering the stent. A new stent was switched to complete the surgery smoothly. The microcatheter was not replaced. There was no patient injury report. Additional information received indicated that the introducer was fully seated and secured in the hub. They were able to torque the device. There was no evidence of physical material within the device. The replacement stent was of the same size as the original one. No excessive force was used with the device. There were no procedural delays due to the event.